Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: phone.

Event description:
Customer reporting 4 potential sars false positive results. Customer states they were negative by other rapid antigen test. No confirmation testing was completed. Report 1`of 4.